Event description:
According to the information received, error code e19 was observed. No patient involvement reported. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. The evaluation results confirmed the reported issue. The inspection revealed that the motor is defective. This is caused by wear and tear. In addition, we would like to call your attention to chapters in the corresponding instructions for use (document# 96056038d, version 3.1) on page 26. "6.9 connecting in order to ensure effective machine cleaning and disinfection, the instrument must be connected to the washer and disinfector. Connect the drillcut x® ii/drillcut-x® ii-35 up to the washer and disinfector via the cleaning adapter (2 (art. No. 41250 ra) (fig. 1). 6.10 assembly, inspection and care: the cleaned and disinfected medical device must be visually inspected for cleanliness, completeness, damage and dryness: if residues or contamination are still present, the medical device must be manually cleaned and subjected to a full cleaning and disinfection process once more. Damaged or corroded medical devices must be withdrawn from use. Joints, threads and glide surfaces must be lubricated locally with instrument oil (art. No. 27656 b) [fig. 2]. Treat the handpiece with a care oil (universal spray, art. No. 280053 b) by spraying it into the instrument holder from the front [fig. 3]. Afterwards, a functional check must be carried out. Note: the oil used for this purpose must be suitable for the subsequent stenilization procedure (silicone-free and paraffin- or white oil-based)." The event is filed under internal karl storz complaint ID: (B)(4).